Manufacturer narrative:
Review of the provided files permit to confirm that 2 sessions with implant 428jh01e were performed. For both sessions, multiple tests are visible, but no errors occurred. However, ble quality link seems to drop a few times, and is deactivated at some moment because of user inactivity. The display issue and freeze could not be confirmed with the files, but it is possible that the user interface freeze while the programmer continued to work in background. The main origin of the reported event could not be established with certainty. Several hypotheses are possible, regarding the display issue, it can be known programmer bugs where real time markers are not displayed during test, or where egm and markers are desynchronized from sensing and threshold tests. Regarding the latencies/freeze, it can be known programmer bugs where the programmer encounter latencies after ble issue or after performing plenty tests. This case is retained and utilized for trend purposes. Correction: the device has been changed to smarttouch softwares modules according to investigation results.

Event description:
Reportedly, on (B)(6) 2025, loss of egm during implantation. During threshold test, loss of display of the threshold. It was performed and visible on the electrophysiology bay but not on the tablet. The screen is freeze on the test tab during a few minutes. Smartview 3.22

Manufacturer narrative:
Review of the provided files is still ongoing, results are not available yet. Results will be provided on the next report.

Event description:
Reportedly, on (B)(6) 2025, loss of egm during implantation. During threshold test, loss of display of the threshold. It was performed and visible on the electrophysiology bay but not on the tablet. The screen is freeze on the test tab during a few minutes. Smartview 3.22.